Event description:
A malfunction code labeled as "malf 24" was reported for the customer¿s insulin pump, and it was noted that the issue could not be reset. Despite this malfunction, there was no adverse impact on the customer¿s blood glucose level, with it staying below 500 mg/dl (27.7 mmol/l). To address the issue, tandem technical support (cts) arranged for a replacement pump to be sent to the customer. The customer was advised to use multiple daily injections (mdi) as a backup therapy in the meantime. Cts provided instructions for putting the old pump into storage mode and handling sensor insertion with the new pump, which the customer acknowledged. The original pump will be returned to the company using a pre-paid label.